Event description:
It was reported that, "patient called to report that he received a triathlon right knee in 2007. Pain and swelling were experienced from the beginning. Chronic pain with right knee giving out without warning. Chronic inflammation of knee regardless of what patient does. Dr tells him it may be an allergic reaction either to the prosthesis or the glue. Patient states that he heard of invitro leukocyte testing that is done in the netherlands, and wants invitro leukocyte testing of the prosthetic knee as well as the glue. This testing will determine what the sensitivity is resulting from. Patient is looking for a location that does the testing in the untied states, but will travel for it. "Needs to get on with his life as this is preventing him from leading a normal life. Note: patient is also a cardiologist".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.